Event description:
It was reported that the patient passed away on (B)(6) 2013. The patient obituary reported that he patient passed away at his home. Follow up with the treating vns physician revealed that the patient passed away due to cardiac arrest and sudep. The death was not believed to be related to vns therapy. The patient exhibited the usual risk factors that would make him susceptible to sudep. The patient suffered from complex partial seizures. Device diagnostics were reportedly okay on (B)(6) 2012. Follow up with the funeral home revealed that there is no record of the vns devices being explanted prior to burial.